Manufacturer narrative:
Concerning the observed discrepancies for the tsh assay from multiple samples of the same patient, factors such as stress, changes in physical activities, and circardian variations can cause variations in tsh values for different samples from the same patient collected in a short period of time.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of 5 samples from the same patient tested for elecsys ft3 iii (ft3), the elecsys ft4 assay (ft4), and the elecsys tsh assay (tsh) on an e602 analyzer. All 5 samples had erroneous results for ft3 and ft4 that were reported outside of the laboratory. Of the 5 samples, two had erroneous tsh results that were reported outside of the laboratory. The results did not match results from a 6th sample from the same patient that was tested on an abbott analyzer at a different site. This medwatch will apply only to tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft3 and refer to the medwatch with patient identifier (B)(6) for information related to ft4. Refer to the attachment for patient data. Samples 1 through 5 were tested on the e602 analyzer at the customer site. Sample 6 was tested at a different site on an abbott analyzer. All erroneous results were reported outside of the laboratory. The patient was not adversely affected. The ft3 test was run on e602 serial number (B)(4) the ft4 test was run on e602 serial number (B)(4). The tsh test was run on one of three e602 serial numbers; (B)(4).